Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards received information that a (B)(6) year-old male patient had a 29mm sapient xt aortic valve implanted into a 31m mitral pericardial valve in the tricuspid position in a valve-in-valve procedure. The intervention was to correct tricuspid stenosis and regurgitation. The implant duration of the 31mm pericardial valve at the time of the intervention was four (4) years and four (4) months, and twenty-seven (27) days. No gradient and no pvl post implant. The intervention was without issue and the patient status is reported as hospitalized in stable condition.

Manufacturer narrative:
Method: device not returned. This device is not available for return and evaluation because it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding this patient and his procedure have been made available. Subsequent attempts to get additional information regarding the patient history and condition of the device at the time of the intervention have been unsuccessful; therefore, the root cause for the intervention remains indeterminable. It was noted this mitral valve was implanted to the tricuspid positon and the patient had a heart transplant in 2000. No other information has been made available. If additional information become available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.